Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2025, the day 124 after insertion. A review of the raw sensor data showed optical instability. The RMA was issued for further investigation of the sensor. The sensor was returned and tested in-house, however, the failure mode could not be reproduced. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. As part of the resolution, a sensor replacement was offered to the user. B4.date of this report 23 july 2025. G3.date received by the manufacturer? 23 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.